Manufacturer narrative:
Citation: al rawahi mn, al kindi a, al yarubi a, et al. Incidence and predictors of permanent pacemaker implantation following transcatheter aortic valve replacement: two-centre experience from oman. Sultan qaboos univ med j. 2025;25(1):209-217. Doi:10.18295/2075-0528.2831 earliest date of publication used for date of event. Earliest approved medtronic tavr product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding permanent pacemaker (ppm) implantation following transcatheter aortic valve replacement (tavr). The study population consisted of 153 patients who underwent tavr with either a medtronic (n = 73) or non-medtronic (n = 80) valve type. Of the 73 medtronic valve recipients, 8 required implant of a ppm within 90 days after tavr for a conduction abnormality. Post-tavr conduction abnormalities encompassed: atrial fibrillation, intraventricular conduction delay, right bundle branch block, left bundle branch block, first-degree heart block, and complete heart block. Additionally, the authors observed three post-procedural deaths but excluded them from the study. No evidence was presented to suggest a causal relationship between a medtronic product and any deaths.